Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 their receiver's display screen became frozen. The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the test failed. A review of the downloaded receiver log did not confirm the reported event of a frozen display screen. The receiver case was opened for further evaluation and the device passed. However, it was confirmed that the liquid crystal display (lcd) was defective. The reported event of a frozen screen display was confirmed. The root cause was determined to be an assembly error in the lcd.